Event description:
Srom hinge was compromised due to a hole in the inner packaging.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. S-rom hinge femur was compromised due to a hole in the inner sterile packaging. Since another implant was not available- surgeon chose to wash it off with antibiotic irrigant before implanting. The hinge pin in the box was also compromised due to the damaged inner packaging so a separate hinge pin was opened. Examination of the reported device was not possible as it was not returned. A search of the complaints databases against the product/lot code combination finds no other reports. However, a trend of this issue has been previously identified. On february 24, 2014, depuy issued a voluntary device recall notice as it was identified that a potential for holes to develop in the inner and outer flexible pouches that form the sterile barrier exists. The root cause is attributed to packaging design in conjunction with increased distribution cycles. A package redesign is currently being evaluated, but has not been released as of yet. Reference (B)(4). Based on the performed investigation, the need for further corrective action has not been identified. Continue to monitor for trending via sep-419. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.